Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not receive a transmitter failed error. Report was submitted in error. Please disregard all information in this MFR report as this will not be reportable.